Manufacturer narrative:
The concomitant product: carto 3 model# m-4800-01, serial # (B)(4). Manufacturer ref # (B)(4).

Manufacturer narrative:
Manufacturer ref #(B)(4) it was reported that during an atrial flutter (afl) procedure, the patient received a 2nd degree ground pad burn along her low over the spine. The physician did not see it at blister stage and the wound extended down patient¿s spine only. The patient received 4 weeks of wound care and the wound totally healed. The size of the indifferent electrode used during the case was 9 inches. The settings on rf generator were power 55 degrees for 2 minutes burns and the total of 15 ablations for total 30min. According to the customer, it is assumed it was not properly adhered to the spine area and resulted in a burn. Stockert IFU states that the area of patch application must also be thoroughly cleaned, dry, and preferably shaved for optimum placement and grounding of the patch to reduce the likelihood of skin burn. It was reported that due to patient perspiration, the adhesion of the patch may have been compromised, however, further details have not been provided by the facility. The facility indicated that the event was not caused by bwi equipment and declined service as no malfunction of the device was noted. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device.

Event description:
It was reported that during an atrial flutter (afl) procedure, the patient received a 2nd degree ground pad burn along her low over the spine. The physician did not see it at blister stage and the wound extended down patient¿s spine only. The patient received 4 weeks of wound care and the wound totally healed. The size of the indifferent electrode used during the case was 9 inches. The settings on rf generator were power 55 degrees for 2 minutes burns and the total of 15 ablation s for total 30min. According to the customer, it is assumed it was not properly adhered to the spine area and resulted in a burn.